Manufacturer narrative:
Correction: the product code has been updated based on additional information and sample receipt. The product involved in the report has been returned and is being processed for evaluation. The device history record for aa6060n48 was reviewed and the product was produced according to product specifications. All information reasonably known as of 01 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received 19 jul 2017, there was no injury to the patient. The piece that remained inside the patient was passed rectally. It was also reported that this is a "complex" patient on long term ventilation.

Manufacturer narrative:
One used sample was returned for evaluation. Per visual inspection, the molded head, tube, and balloon appeared to be discolored with foreign substances on the exterior of the device. The sample showed signs of damage at the molded head . The entire molded head was broken away from the silicone tubing. The break did not appear smooth. The balloon was inflated with water using a syringe and no leakage or breaking of the balloon material was observed. The reported event was confirmed. However, a manufacturing process review was performed, and no activities or tools were found that could cause this kind of damage. No manufacturing related root cause could be determined. All information reasonably known as of 16 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that in a young patient who is becoming increasingly more active, the mic key device snapped just above the balloon. The broken portion of the tube remained inside the patient and is currently in the large intestine, however, the patient is reported to be fine. No further information has been provided at this time